Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No release records were reviewed, as the product lot number was not provided. The omnipod user guide warns "if an infusion site shows signs of infection immediately remove the pod and apply a new one at a different site. Contact your healthcare provider and treat the infection according to instructions from your healthcare provider," and advises "check the site for signs of infection, such as pain, swelling, redness, discharge or heat."

Event description:
Patient reported an infection at the pod site and she prescribed both topical and oral antibiotics. The patient also had the infection lanced and drained. Patient needed to make daily visit to wound center for treatment and observation. Patient's blood glucose level had also risen over 300 mg/dl. Pod worn for longer than 48 hours. Pod has been discarded.